Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 322 mg/dl at the time of incident. The customer's blood glucose was 322 mg/dl at the time of call. The customer stated that he had blood glucose of 300 mg/dl and reached 422 mg/dl. The customer stated that he treated his high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer stated that there were no air bubbles. The customer stated that the cannula was straight. The customer was sent a tubing clamp for high pressure test. The customer stated that he ran a bolus and the insulin came through the tubing and saw drops. The customer stated that there was no delivery alarm on the history alarm. The insulin pump will not be returned for analysis.